Event description:
During a pta treatment procedure deflation difficulties were encountered. The lesion being treated was located in the proximal left femoral artery. Dilatation of the calcified lesion was successful. The balloon was inflated to 18 atms. Deflation of the nc monorail balloon was not possible, so the physician withdrew the entire system as a unit, including the guide wire, guide catheter and the inflated balloon. No patient injuries were reported. Pt status is reported as 'fine.'